Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-28253. The report was submitted in error.

Event description:
It was reported that a pump alarmed with a primed set during testing. No patient injury was reported.

Manufacturer narrative:
A sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.